Manufacturer narrative:
Device unique identifier (UDI): device was manufactured prior to the UDI labeling implementation. Approximate age of device: 10 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted due to difficulty breathing and was later diagnosed with pneumonia. A "few months" prior to this admission, the patient had a previously unreported admission to the hospital with aortic insufficiency, elevated lactate dehydrogenase (ldh) levels, and unspecified signs of hemolysis. The ldh peaked at 2000 u/l, but adjustment of the pump speed reportedly resolved the patient's symptoms. The patient was discharged on plavix and aspirin with an inr target of 2.3, and was reported to have been doing well until the current admission. During this admission, interrogation of the device noted elevations in pump power. The patient was symptomatic with signs of congestive heart failure; however, was without clinical signs of hemolysis such as elevated lactate dehydrogenase levels, hematuria, or anemia. The patient also had aortic insufficiency but the clinicians did not believe that it was significantly contributing to the event and suspected pump failure and thrombus. A ramp study echocardiogram revealed that improved flow could not be obtained even by increasing the pump speed to 12000 rpm. A thermodilution catheter was placed and the patient's cardiac index value was 1.7 l/min/m^2 while on dobutamine and the central venous pressure was in the 20 mmhg range. The patient was diuresed but then required increasing support. The patient experienced worsening cardiogenic shock and multi-system organ failure. The patient was on heparin, and alteplase was administered for suspected pump thrombus. Post-alteplase administration the patient's lactate dehydrogenase level rose to 750 u/l without resolution of symptomatic shock. The patient was not considered to be a surgical candidate for pump exchange or for aortic insufficiency correction. The patient subsequently expired on (B)(6) 2015. No additional information was received.

Manufacturer narrative:
A correlation between the device and the reported sepsis, multi-system organ failure, and suspected thrombus could not be conclusively determined. Evaluation of the device did not reveal deposition or thrombus formation that would have significantly impeded blood flow. Biological lining was found in the inlet tube and the outflow graft. Minor post explant blood/lining was present on the rotor. The post explant blood findings would not have been significant enough to cause obstruction of the blood flow path. The blood remains on the outflow graft would not have contributed to the ldh rise to the range of 750 u/l. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or electrical shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the reassembled device functioned as intended. Device thrombosis and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.